Manufacturer narrative:
This device was not returned to mmdg and could not be evaluated. During a follow up call from mmdg, the initial reporter did state that they are "adding a different amount to the bag then they are setting the dose". This complaint occurred while the device was in use with a pediatric patient. While no harm or adverse effect to the patient was reported mmdg considers all instances of overrun with a pediatric patient reportable.

Event description:
The initial reporter stated that the pump "did not alarm when there was no formula in tubing." The initial reporter states that the patient receives "pretty thick formula" and that she sets the dose at 396ml but only puts 200ml in the bag. She also stated that the day this happened "she slept through her alarm" so she did not add additional formula to the bag when she normally would have. The initial reporter also stated that the patient didn't require any medical intervention and that there were no missed feeds or delays in therapy. (B)(4).